Manufacturer narrative:
A company field service engineer has been on site and has started the investigation. A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that while on a patient, the anesthesia workstation failed to deliver gas to the patient. The patient saturation level (sp02) decreased to approximately 80 but no harm to the patient was reported. (B)(4).